Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was powered up and it alarmed with error code 1720, which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1720. No patient was involved in this event. No adverse effects were reported.